Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent with a manifestation of groin pain. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for cloudy effluent. On an unreported date, the patient started treatment with unspecified antibiotics (drug names, doses, routes, frequencies and durations not reported) for cloudy effluent. Action taken with extraneal and physioneal therapies were not reported. One week after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No addition information is available.